Event description:
The ge oec 9800 fluoroscopy system would not image when c-arm was re-positioned. Intermittent imaging when c-arm is moved.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage cable. The hv cable was replaced. The system was tested, and operates as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was caused by this malfunction.